Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2005-00090/00091 and 1825034-2013-04953/04954).

Event description:
It was reported a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2005 ,due to squeaking and bearing surface wear. The modular head and metal liner were removed and replaced. Operative notes state dark gray fluid and stained tissues were present. Additionally, the patient underwent closed reduction of the right hip on (B)(6) 2005 due to dislocation. No components were removed or replaced. The patient underwent an additional closed reduction procedure of the right hip on (B)(6) 2005 due to dislocation. No components were removed or replaced. No further information has been provided to date.